Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.the device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed. The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported that she has experienced 4 v-go's that have fallen off. Patient stated that she avoids skin folds, muscle, bone and hairy areas. Patient did state that she cleans the area with nail polish remover instead of alcohol.